Event description:
It was reported that the omnipod personal diabetes manager (pdm) gave an uncommanded bolus of 9 units of insulin.

Manufacturer narrative:
The customer reported receiving a 9 unit bolus of insulin that was not requested, or programmed. The customer changed to activity mode as a precaution. No medical intervention was required. Limited details were included in the initial report, and attempts to obtain further information have been unsuccessful. The device has not been returned. If new information becomes available this case will be reassessed. Lot release records were reviewed and the product lot met all acceptance criteria.